Event description:
During use of the mynxgrip vascular closure device (vcd), the peg was stuck in the 6f competitor's sheath, causing a deployment to not perform properly. There was no patient injury. Manual compression was used to achieve hemostasis. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no scar tissue present in the vicinity of the puncture site. The stick location was the common femoral artery (cfa). A retrograde approach was made. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Contrast/imaging used to confirm balloon placement with ivus. There were multiple sheath exchanges. The peg was stuck in the 6f competitor's sheath, causing a deployment to not perform properly. The vcd and sheath was removed and manual compression was used to achieve hemostasis. The vcd is available for analysis. No other information was provided.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. During use of the mynxgrip vascular closure device (vcd), the peg was stuck in the 6f competitor's sheath, causing a deployment to not perform properly. There was no patient injury. Manual compression was used to achieve hemostasis. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no scar tissue present in the vicinity of the puncture site. The stick location was the common femoral artery (cfa). A retrograde approach was made. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Contrast/imaging was used to confirm the balloon placement with ivus. There were multiple sheath exchanges. The peg was stuck in the 6f competitor's sheath, causing a deployment to not perform properly. The vcd and sheath were removed, and manual compression was used to achieve hemostasis. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The procedure sheath was on the catheter, fully retracted to the black handle. The advancer tube was observed to have been on the device as received. No sealant was returned with the device, nor was stuck to the sheath as reported. Yet, it is unknown if the device was manipulated after the procedure. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure, and no anomalies were observed. Per functional analysis, the advancer tube was pulled proximally and found properly engaged to the distal tamp lock as received. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2127803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam - premature sealant swell¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The device preformed as intended per the IFU. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.